Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504-505 mg/dl. Cause was not known. Customer addressed the elevated bg by manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.